Event description:
It was reported that a caller experienced an issue with the pump battery depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer was advised to call when issues arise, charge the pump daily for 10-15 minutes, and acknowledge alerts and alarms. There was no additional information available regarding the customer's outcome beyond these recommendations.